Event description:
It was reported that this right atrial (ra) lead exhibited hight atrial sensing and was about to be revised. Data analysis showed that the involved ICD was depleting normally as the power consumption was elevated due to high atrial rate sensing and capacitor reform having an impact on the longevity estimate. The clinic was notified of explanation for battery usage, recommended programming changes to preserve battery and no trial lead revision nor generator replacement were performed. As of this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).